Manufacturer narrative:
It was reported that the shoulder pack's strap was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the straps of the patient's shoulder pack was damaged. The shoulder pack was replaced without consequence or impact to the patient. No further information.